Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. A 5.0x60mm supera stent was deployed. An attempt to remove the self-expanding stent system (sess) was made; however, the detachment lock tab could not be unlocked. Several attempts were made but the tab would not move. The sess was removed under fluoroscopy in the deployed position and the stent was removed with the sess. The procedure was successfully completed with the deployment of an unspecified supera stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulties were not confirmed during functional testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. Potential causes for mechanical jam with the lock tab include, but are not limited to, manufacturing, anatomical conditions; deployment technique (deployment lock not fully unlocked during deployment attempt). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.